Event description:
It was reported that the left ventricular lead had dislodged due to the patient developing twiddlers syndrome. The lead was explanted. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.